Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature citation: freitas tds, fonoff et, marquez neto orm, kessler im, barros lm, guimaraes rw, azevedo mf. Peripheral nerve stimulation for painful mononeuropathy secondary to leprosy: a 12-month follow-up study. Neuromodulation. 2017. Doi: 10.1111/ner.12714. Age/date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Device used for off label indication. The device was used for was peripheral nerve stimulation to treat painful mononeuropathy secondary to leprosy. The leads were implanted on the brachial plexus at the level of the forearm. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: leprosy affects approximately 10¿15 million patients worldwide and remains a relevant public health issue. Chronic pain secondary to leprosy is a primary cause of morbidity, and its treatment remains a challenge. The authors evaluated the feasibility and safety of peripheral nerve stimulation (pns) for painful mononeuropathy secondary to leprosy that is refractory to pharmacological therapy and surgical intervention (decompression). After seven days of trial in the first stage, 10 patients showed a pain reduction of 50% or greater. At 12-month follow-up in the second stage, 6 of the 10 patients who underwent permanent device implantation showed a pain reduction of 50% or greater (75% reduction on average), and two patients showed a 30% reduction in pain. Two patients presented with electrode migration that required repositioning during the 12-month follow-up period. The authors concluded that their findings suggested that pns might have significant long-term utility for the treatment of painful mononeuropathy secondary to leprosy. The authors noted that future studies should be performed in order to corroborate the findings in a larger population and encourage the clinical implementation of this technique. Reported events. Two (2) patients who received permanent implants experienced electrode migrations that required repositioning during the 12 months post-im plant. The authors noted the migrations reflect the fact that the stimulation systems that were available for implant were not specifically designed for peripheral nerve stimulation (pns) and were instead adaptations of spinal cord stimulation (scs) paddle leads. The authors postulated that ¿the migration could be lower¿ if they had access to new leads and needles that were specifically designed for pns. No further complications were reported or anticipated.